Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump after the user mentioned this issue occurred multiple times.